Event description:
It was reported through remote transmission that the device exhibited high hv lead impedance. The high impedance was not reproducible with isometrics and pocket manipulation. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).